Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged fully. Additionally, the pump shut off. There was no reported impact to customer's blood glucose level. The customer indicated that no backup insulin therapy method was available and contacted their healthcare provider.